Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. Visual inspection found both pitch cables were frayed and loose at the wrist. The loss of tension can affect the instrument motion. Additional observations by failure analysis found the distal end of main tube had various scratch marks with light material removed. The scratches were .115-.256 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however frayed pitch cable and/or main tube scratches if to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci prostatectomy procedure, the motion of the prograsp forceps instrument felt uncomfortable. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.